Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose (bg) levels decreased to 2 mmol/l (36 mg/dl). The pod reportedly fell off the infusion site (arm) after wearing the pod for between 49 and 71 hours. The patient was feeling sick, confused and loss consciousness. Multiple tests were performed at the hospital including lumbar puncture test for meningitis which came back negative. The doctor's at the hospital believed the patient had food poisoning. The patient received insulin pens for treatment during the hospital stay. The pod was discarded and the patient was discharged from (B)(6) after two days. The patient resides in the united kingdom (UK) and the incident occurred in italy. When the patient returned home to the UK, his doctor investigated further and noted the hospitalization was due to low bg levels. The patient was able to activate a new pod and resume treatment once he arrived back home.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.